Event description:
Caller reported a malfunction on the pump, which had occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, sending a new one with updated software. Caller was advised on steps to ensure uninterrupted insulin delivery, including using mdi as backup therapy and instructions for storing and returning the old pump. Caller acknowledged these instructions, and the new pump was shipped without requiring a signature for delivery.